Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon jaw boot peeled off but did not detach. Also, they discovered a small piece of white plastic that appeared to have broken off of something. It is reportedly unknown from where the piece of plastic originated and from where and how the piece was retrieved. No patient effects were reported. A new kit was used to complete the procedure. The product is returning.